Event description:
A device report from (B)(6) indicated a hospital in spain reported: first surgery: patient had a distal radius osteotomy, and was implanted with lcp volar distal radius plate and screws on an unknown date in (B)(6) 2011. Patient was discovered to have pseudoarthrosis and a broken plate on (B)(6) 2012. Patient was returned to o.r., date unknown, hardware was removed. Patient was revised to titanium tcp plate along with iliac crest allograft used to treat the pseudoarthrosis.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: first surgery: pt had a distal radius osteotomy, and was implanted with lcp volar distal radius plate and screws. Pt was discovered to have pseudoarthrosis and a broken plate on an unk date. Pt was returned to operating room, date unk, hardware was removed. Pt was revised to titanium tcp plate along with iliac crest allograft used to treat the pseudoarthrosis.

Manufacturer narrative:
Device was used for treatment. Reported date of implant is (B)(6) 2011.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions of the lcp were checked and fount to be in accordance with the technical drawings of the producer and ao, asif specifications. The examination of the raw material inspection sheet and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the commercially pure titanium were in compliance with ao, asif specifications and the international standards for unalloyed titanium. The failure was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated lcp had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. No product fault was detected.

Manufacturer narrative:
Certificates were found to be conforming. Review of the device history record found that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.